Event description:
Dexcom g6 sensor inaccuracy: 8:11am g6 reading 98, finger stick reading 125. That is a mard of 21.6%, which is outside the allowed 20% range. At 9:04am g6 reading 160, finger stick reading is 125. That is a mard of 28%, which is outside the allowed 20% range.